Manufacturer narrative:
The customer¿s complaint of device shuts in middle of infusion was not duplicated. The event history error log showed code n250- door open while pumping. D9 - date returned to MFR: 04mar2026. Corrected information can be found in a6 - race, b1 - adverse event/product problem, e3 - initial reporter occupation and e4 - initial report sent to FDA.

Manufacturer narrative:
The device is expected to be returned for evaluation; however, it has not yet been received.

Event description:
The event occurred on an unspecified date and involved a plum 360 infuser where the customer reported that the device shuts down unexpectedly in the middle of an infusion. There was no patient harm reported as a consequence of this event.